Event description:
The company was informed that the pt fell and hit her head at the implant site and can no longer hear with her device. External equipment was exchanged but the issue was not resolved. The pt was seen at the center for device eval. During eval, system lock was unsuccessful. Surgery to explant the pt's device will be scheduled.